Manufacturer narrative:
If explanted, give date: not applicable, as the lens remains implanted. The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient who was implanted with a synergy intraocular lens (iol) in their left eye complained of blurry vision. On (B)(6) 2021, the doctor performed a lasik enhancement on this patient to bring their vision into optimal focus. Later, the patient developed posterior capsular opacification (pco) which required yttrium aluminum garnet (yag) treatment. There was no post yag patient injury reported. No information on the patient outcome was provided and was noted that still needs final follow-up. The lens remains implanted. No further information was provided.